Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered pain, emotional distress, urinary urgency, urinary incontinence, anxiety, depression, pain in left leg, fibrosis, dysuria, lump on left side of abdomen, and stress incontinence. No further information has been provided.